Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("metallic coil in two pieces"), genital haemorrhage ("bleeding/ excessive bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. B21677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), device extrusion ("extrusion"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), abdominal pain ("severe abdominal pain"), urinary tract infection ("reoccurring uti's"), dyspareunia ("painful intercourse"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). At the time of the report, the pelvic pain, device breakage, genital haemorrhage, autoimmune disorder, infection, device extrusion, dysuria, allergy to metals, abdominal pain, urinary tract infection, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, device breakage, device extrusion, dyspareunia, dysuria, genital haemorrhage, infection, nausea, pelvic pain, urinary tract infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("metallic coil in two pieces"), genital haemorrhage ("bleeding/ excessive bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. B21677-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), device extrusion ("extrusion"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), abdominal pain ("severe abdominal pain"), urinary tract infection ("reoccurring uti's"), dyspareunia ("painful intercourse"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). At the time of the report, the pelvic pain, device breakage, genital haemorrhage, autoimmune disorder, infection, device extrusion, dysuria, allergy to metals, abdominal pain, urinary tract infection, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, device breakage, device extrusion, dyspareunia, dysuria, genital haemorrhage, infection, nausea, pelvic pain, urinary tract infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality-safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("metallic coil in two pieces"), genital haemorrhage ("bleeding/ excessive bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. B21677-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), device extrusion ("extrusion"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), abdominal pain ("severe abdominal pain"), urinary tract infection ("reoccurring uti's"), dyspareunia ("painful intercourse"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). At the time of the report, the pelvic pain, device breakage, genital haemorrhage, autoimmune disorder, infection, device extrusion, dysuria, allergy to metals, abdominal pain, urinary tract infection, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, device breakage, device extrusion, dyspareunia, dysuria, genital haemorrhage, infection, nausea, pelvic pain, urinary tract infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 14-jan-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.